Event description:
It was reported that the patient had an appointment (B)(6) 2014. It was noted that sometimes the device worked and sometimes it did not. It was noted that it was confirmed that by work the patient meant that sometimes they could feel stimulation and sometimes they could not. It was noted that the battery was completely charged and the stimulation was on but they did not feel stimulation consistently, it was like the device worked when it wanted to. It was noted that this had been going on for about two months. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).